Manufacturer narrative:
Date of event, of the initial medwatch report indicates:  (B)(6) 2017. Date of event, of the initial medwatch report should indicate:  (B)(6) 2017. New information for supplemental medwatch: physio-control replaced the device's power pcb, battery wire harness assembly and battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed power pcb assembly and observed wear marks on the connector pins of pcb-mounted jack connector, designator j11.  There were no specific observations regarding the removed battery wire harness assembly. Physio also observed wear marks on the removed battery pin's due to regular usage. Based on the information available, physio-control has determined that it's reasonable to conclude that the likely cause of the reported power issues was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. Excessive wear can cause increased resistance at the connector contacts which results in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device and duplicate the reported issue.  Physio observed that the device would sometimes power off completely and not turn back on. Other times, physio observed that the display would go blank, but the power button's led would remain lit.  This behavior is indicative of a potential device lock-up condition. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers off, or restarts, by itself while printing the code summary. There was no patient use associated with the reported event.